Event description:
It was reported that shaft break occurred, requiring additional intervention. The patient presented with disease throughout the whole vessel via angiography and was undergoing percutaneous coronary intervention. The target lesion was located in the moderately calcified right coronary artery. A 2.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. The first stent placement was successful with the use of a non-boston scientific (bsc) guide extension catheter to aid in deliverability and support. However, when the physician attempted to advance the second stent in between a non-boston scientific (bsc) guide extension catheter and the first stent, the stent got caught on the proximal edge of the first stent and possibly on calcium and resistance was encountered. Consequently, the balloon catheter broke off due to the resistance inside the vessel, leaving the balloon and stent separated from the delivery system. The physician was able to retrieve the stent and the distal balloon catheter with a snare. A new stent was placed, and the procedure was completed successfully. No patient complications were reported.